Manufacturer narrative:
A supplemental MDR is being submitted with additional follow up with patient treatment. The section of this report has been updated: h10 (narrative text). The pericardial effusion was treated with a pericardiocentesis. The cause for the pericardial effusion is uncertain.

Manufacturer narrative:
Per the device instructions for use (IFU) pericardial effusion is potential adverse events associated with the use of the thv procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. Cardiac tamponade is the compression of the heart due to increase fluid up in the pericardial sac (pericardial effusion) and is life threatening condition. The pericardial sac surrounds the heart and allows the heart to expand and pump with ease. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic, it can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv patients, it may be caused by lv perforations, annular ruptures, aortic dissections or other cardiac injuries. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pericardial effusion cannot be determined. Patient factors/co-morbidities not provided in addition to the procedure itself may have contributed to the reported complications and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, the patient expired due to a pericardial effusion during a transaortic deployment of a 26mm sapien 3 valve, in the aortic position. As reported, the procedure went well, there were no device malfunctions nor procedural complications. During post procedure management care, difficulties were encountered keeping the patient¿s blood pressure stable. Multiple inotropes and blood products were administered. An echo (tee) revealed large pericardial effusion with tamponade physiology. Post procedure, a repeat scan was performed and revealed further biventricular heart failure and a dilated rv. Per report, the patient developed a multiorgan dysfunction and the appearance of sirs. The family withdrew care and the patient expired.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.